Event description:
Same patient as MDR ID# 2134265-2013-08595. Same patient as MDR ID# 2134265-2013-08596. It was reported that post a percutaneous intervention (pci) procedure, the patient experienced abdominal pain, psychopathic behavior, cardiac asystole and expired. (B)(6) 2009: the physician treated the 90%stenosed proximal right coronary artery (rca) with pre-dilatation and a non bsc stent was implanted. Post-dilatation was performed with a rate of residual stenosis of 0%. The physician also treated the 75% stenosed mid rca with an unknown taxus stent with a rate of residual stenosis of 0%. The procedure was completed and the patient was discharged from the hospital. (B)(6) 2012: the patient experienced acute myocardial infarction and was admitted to other hospital immediately. The physician treated the proximal left anterior descending artery (lad) with plain old balloon angioplasty (poba). The patient was prescribed a new antiplatelet medication (clopidogrel). Four days later the physician treated the obtuse marginal branch (om) with two promus element stents(2.25x16mm and 2.5x28mm). A 2.5x22mm non bsc stent was also placed in the proximal lad. The patient experienced cardiac tamponade during the procedure. Therefore, hemostasis was performed with administration of a drug and using a balloon and pericardial drainage was performed. (B)(6) 2012: the patient experienced abdominal pains for 5 days and was admitted to other hospital. Since the cause was uncertain, the patient was sent home to recuperate. 5 days later the patient experienced abdominal pains again and was admitted to the same hospital. The patient was diagnosed with bilestone, but seemed to be unconvinced. The patient also showed psychopathic behavior, removing his cloths. Therefore the patient needed to wear a straitjacket. 3 days later, when the patient was in the examination room, the physician reported that the patient was experiencing cardiac asystole. The family refused life-sustaining medical treatment and the patient expired. The cause of death was diagnosed as sepsis shock.

Event description:
It was reported that post a percutaneous intervention (pci) procedure, the patient experienced abdominal pain, psychopathic behavior, cardiac asystole and expired. (B)(6) 2009: the physician treated the 90%stenosed proximal right coronary artery (rca) with pre-dilatation and a non bsc stent was implanted. Post-dilatation was performed with a rate of residual stenosis of 0%. The physician also treated the 75% stenosed mid rca with an unknown taxus stent with a rate of residual stenosis of 0%. The procedure was completed and the patient was discharged from the hospital. (B)(6) 2012: the patient experienced acute myocardial infarction and was admitted to other hospital immediately. The physician treated the proximal left anterior descending artery (lad) with plain old balloon angioplasty (poba). The patient was prescribed a new antiplatelet medication (clopidogrel). Four days later the physician treated the obtuse marginal branch (om) with two promus element stents(2.25x16mm and 2.5x28mm). A 2.5x22mm non bsc stent was also placed in the proximal lad. The patient experienced cardiac tamponade during the procedure. Therefore hemostasis was performed with administration of a drug and using a balloon and pericardial drainage was performed. (B)(6) 2012: the patient experienced abdominal pains for 5 days and was admitted to other hospital. Since the cause was uncertain, the patient was sent home to recuperate. 5 days later the patient experienced abdominal pains again and was admitted to the same hospital. The patient was diagnosed with bilestone, but seemed to be unconvinced. The patient also showed psychopathic behavior, removing his cloths. Therefore the patient needed to wear a straitjacket. 3 days later, when the patient was in the examination room, the physician reported that the patient was experiencing cardiac asystole. The family refused life-sustaining medical treatment and the patient expired. The cause of death was diagnosed as sepsis shock.

Manufacturer narrative:
Corrections: upn - changed from unk432 - taxus express2 to unk433 - taxus liberte. Brand name changed from taxus express2 paclitaxel-eluting coronary stent system to taxus liberte paclitaxel-eluting coronary stent system. PMA# or 510k# changed from p030025 to p060008. (B)(4).

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).